Manufacturer narrative:
The device is expected to be returned but has not yet been received. Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Therapeutic range 2.7-3.2 for patient. Caller states that he is a retired physician and has been on coumadin for over 20 years. Reports that earlier in the day, his inratio inr was 2.7; approximately five (5) hours later in the evening on (B)(6) 2013, he started having acute abdominal pain with excessive bruising and was hospitalized. At that time his laboratory inr was 13. States that the acute abdominal pain was caused by a bleed in his lower intestines. States that he was treated appropriately but would not elaborate on the treatment. Caller was discharged home on (B)(6) 2013 and is doing well. He is currently using the local hospital for inr draws. There was no additional information provided.